Event description:
A manufacturer representative (rep) reported that the patient had implantable neurostimulator (ins) erosion or opening of the pocket as of an unknown date. The physician was concerned with a possible infection. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.